Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported low blood glucose. The customer stated she took 9 to 10 units after she ate at night. When she got up her blood glucose was at 70's mg/dl. She checked her carbs and her blood glucose was 42 mg/dl. Customer took glucagon shot. No further information provided.